Manufacturer narrative:
The tnths stat reagent lot number was 74311500 with an expiration date of 31-jan-2025. The probnp reagent lot number was 74749801 with an expiration date of 31-jan-2025. The field service engineer replaced the pinch tubing as it was expired. He performed sipper cleaning, preparation of the measuring cell, system volume check, and photomultiplier adjustment check. He then did a performance test and the instrument was performing within specifications. Qc was performed and was acceptable. The instrument was released for use. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin hs (tnt hs) stat assay and elecsys probnp g2 (probnp ii) assay on a cobas e411 immunoassay analyzer. Tnt hs stat: initial result: 12. The customer questioned the initial result as it did not match the patient's clinical status and repeated the sample. 1st repeat result: 5. This result was considered to be correct. 2nd repeat result: 11. The customer questioned this result as it did not match the patient's clinical status. Probnp ii: initial result: 10650. The customer questioned the initial result as it did not match the patient's clinical status and repeated the sample. Repeat result: no specific value was provided but the result was accompanied by a data flag and was considered to be correct. No questionable results were reported outside the laboratory. The units of measurement were not provided.

Manufacturer narrative:
The field service engineer performed an assay performance check and it was within specifications. The service actions (replacing the worn pinch valve tubes and cleaning the sipper nozzle) resolved the issue. No further issues were reported afterward. The root cause was consistent with user maintenance (worn pinch valve tubes and a contaminated sipper nozzle).